Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device a hole was found near the proximal end of the cuff. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that device cuff was found leaking after two days in use. A second cuff was inserted and after two days use, the cuff leaked again. No patient injury occurred.